Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint of not coagulating. There was no trouble found. Failure analysis investigation found the instrument's snake wrist to be dislodged. The snake wrist was dislodged at the snake wrist and main tube interface and did not fit through the cannula for testing. No cables were damaged and conductor wire showed no damage. The grips were free from bio-debris. Failure analysis concluded that the dislodged damage may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the dislodged snake wrist found during failure analysis if to recur could cause or contribute to an adverse event. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Event description:
It was reported that during a da vinci sigmoid colectomy surgical procedure, the vessel sealer instrument was not coagulating. There was no error message on the screen. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.